Event description:
Additional information received stating that the curved cutter was broken prior to use on the patient and there were no fragments detached which makes the event not reportable.

Manufacturer narrative:
Additional information received stating that the curved cutter was broken prior to use on the patient and there were no fragments detached which makes the event not reportable. Above information received shows that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Correction in d1 and d4: the previously provided model number and brand name were incorrect, but the details have now been updated. Previously provided details of section d are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during removal of nasal polyps in the sinus surgery, the tip of the curved cutter was broken and appeared to be wire-like before cutting nasal polyps. The curved cutter broken issue was found prior to use. However, there was only one cutter, so used a straight cutter for completing the procedure. The straight cutter could not cut the maxillary polyps well, the cutting time was long, and the wound was large. This incident prolonged the patient's surgery time.